Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose in august 2016 due to infusion set. Customer's blood glucose was 600 mg/dl. Customer declined troubleshooting for high blood glucose.